Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A ophthalmic surgeon reported that during an intraocular lens (iol) implant procedure, the lens was damaged peripheral near haptic junction. Additional information was requested.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of damaged peripheral near haptic junction; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A photo of the implanted lens is provided and has been reviewed by the investigation site. A mark can be seen on the lens, however, the details of that mark cannot be determined. A sample was not received at the manufacturing site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).